Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter broke off into a 9 month old child, requiring surgery for removal. There was no other information provided regarding additional treatment needed or provided.

Manufacturer narrative:
Investigation results: the failure mode was observed in the sample provided. DHR review indicated no abnormalities were identified at the time of production. The root of the catheter surface was white and the cross section was rough, this was consistent with the factory's simulation testing. The customer complaint identified that the catheter was performing normally, and only failed on the third day. The most probable root cause based on the investigation is that the catheter was damaged by an external pulling force that forced it apart.

Event description:
On (B)(6) 2018 bd was made aware that as the healthcare worker was removing the patient¿s IV catheter, scissors were used to cut the hair and tape on the patient¿s head. After this occurred the catheter was removed and it was noted that 2/3 of it remained in the patient¿s skin. As previously reported, the patient required vascular surgery for catheter removal. Additionally, it was reported that the patient was discharged from the hospital and the original scalp puncture point has healed well.